Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n179027012, implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative in regard to a patient receiving lioresal 2000 mcg/ml at 100 mcg/day via an implantable infusion pump. The indication for device/therapy use was listed as cerebral palsy and intractable spasticity. The patient's medical history or other medications taken at the time of the event were not reported. The patient was in the hospital following a pump replacement due to normal elective replacement indicator (eri) on (B)(6) 2016, and the patient experienced an infection. Following the replacement, the patient developed an infection and the pump and catheter were explanted on (B)(6) 2016. It was unknown what symptoms the patient experienced which led to indicating the infection. Labs were performed, and per the physician's clinical nurse specialist, the patient had a cerebrospinal fluid (csf) infection. A gram stain now reported no organisms and a small amount of white blood cells. As a result of the event, the system was explanted on (B)(6) 2016 secondary to the infection. A new catheter and pump were implanted on (B)(6) 2016. The event had resolved and the patient's status was "alive - no injury" at the time of the report. The completed drug information was not reported regarding this event. Information in regards to the therapy dates was not provided. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.